Event description:
Additional information received indicated the icm was explanted and a pacemaker was implanted. The patient was stable throughout the procedure.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.